Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self-test performed on 02feb2023. This MFR report is for test two (2) of two (2). The consumer performed two (2) additional tests on the same day with an unknown home-test (manufacturer and brand unknown) each of which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218590 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 95-160/ lot 218590 and device part number 195-430h/ lot 215911. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218590 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue. H3 other text : single use device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self-test performed on (B)(6) 2023. This MFR report is for test two (2) of two (2). The consumer performed two (2) additional tests on the same day with an unknown home-test (manufacturer and brand unknown) each of which generated negative results. No additional patient information, including treatment and outcome, was provided.